Event description:
It was reported that the hand piece device had intermittent operation. It was unknown to the reporter if the reported malfunction occurred during a surgical procedure. It was unknown to the reporter if there were any injuries or medical intervention required. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual sample was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).